Event description:
The customer noticed that the mlc field was not changing shape when starting a new field. This resulted in a patient mistreatment. After further investigation, the user acknowledges that they used the wrong patient plan and that the treatment program did not malfunction.

Manufacturer narrative:
The user used the incorrect images when planning patient treatment. The images were of the correct patient but from a previous treatment of the patient and thus with a different mlc configuration. The user realized after this investigation that they did not use the designated patient treatment plan nor did they verify in their qa checks that the plan was the correct one. As a result, the treatment was incorrectly administered by the user. The desktop pro program was evaluated by elekta and the program was determined to be functioning per operational specifications. The program was determined to be within specifications during the adverse event described in this report without malfunctioning.